Event description:
It was reported that the patient was experiencing severe pain in the lower spine to the entire right side of the body. It was also noted that the patient had difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned as it was kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred over three weeks ago.